Event description:
As reported by the user facility a pt described as very thin, underwent an inverventional procedure. Post-procedure, a 12 ml. Aggrastat bolus was administered, continued with an 7ml/hr IV drip, in addition to 3000 units of heparin. Following the procedure, a femoral angiogram was performed, and an 8f angio-seal device was deployed without incident. It was noted that the collagen protruded from the puncture tract, and was tucked into the tract using a sterile technique. Shortly afterwards, the pt's dressing was noted to be saturated with blood. Manual compression was held for 30 minutes, followed by a pressure dressing applied for two (2) hours. After four(4) hours of bed rest, the pt complained of back pain which was relieved with morphine sulfate. The pt experienced a drop in blood pressure, and a CT scan positively identified a hematoma; two (2) units of blood were administered. The pt is reported to be recovering.